Event description:
(B)(4).

Manufacturer narrative:
No parts have been replaced. The investigation will consist of a device log eval. Add'l details of the pt's condition and the reported event have been requested. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).